Manufacturer narrative:
H.6. Investigation summary: two photos were received by our quality team for evaluation. Upon visual inspection it was observed that there was black foreign matter on the needle hub; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since there were no samples returned to determine the foreign matter type, a root cause could not be determined. The complaint will be re-opened and re-investigated if a sample is returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the needle 19g 1-1/2in tw experienced foreign matter contamination which was noted after use. The following information was provided by the initial reporter: black specs observed on the inside of needle hub within packaging. Black spec was observed on the inside of the needle hub as the operator removed the needle after volume check. The needle was undone and a new needle and saline were used to recompound.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 19g 1-1/2in tw experienced foreign matter contamination which was noted after use. The following information was provided by the initial reporter: black specs observed on the inside of needle hub within packaging black spec was observed on the inside of the needle hub as the operator removed the needle after volume check. The needle was undone and a new needle and saline were used to recompound